Manufacturer narrative:
Correction: b5, d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product b5: it was reported that a spectrum pump had no "load set" screen when appropriate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem no "load set" screen was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, the upper auxiliary required replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump false alarmed "load set". This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.